Event description:
The caller reports that the customer obtained the blood glucose result of 237mg/dl on the accu-chek aviva system. The customer was given 10 units of humalog 75/25 (customer given insulin at later time than normally prescribed). Six minutes later, the customer obtained a blood glucose result of 124md/dl (same system). The customer was shaking, sweating and mumbling. The customer was given soda which she consumed on her own. The customer's symptoms did not improve. The paramedics were called. The customer's blood glucose was 40mg/dl on the professional meter (22-37 minutes after the 124mg/dl result). The paramedics initially attempted to treat the customer with glucose gel. The customer experienced difficulty with swallowing the gel. The paramedics treated the customer with intravenous therapy (unknown contents). The customer felt better 15 minutes following treatment. The customer normal blood glucose range is 70-180 mg/dl. New system sent and return requested.